Event description:
A sensor guidewire was opened during a procedure in 2007. (Patient age, weight and gender unknown.) It was reported that during preperation it was observed that the coating "came off" upon removal from package. The device was not used in the patient. The procedure was successfully completed using another device with no complications to the patient.

Manufacturer narrative:
The device was returned and evaluated. The unit as received is missing some coating (ptfe) along the first 10cm of the distal coils. No other defects were noticed. Although the exact cause of failure could not be determined, it is most probable that the peeling of the wire coating may have been caused by a sharp object that could have been used during preparation or when the unit was been retrieved from the protective hoop.